Event description:
It is reported that pt underwent revision surgery due to breakage of the nail. The retrieval will not be available for investigation. This pt is participating in a (B)(4) study on zimmer natural nail system.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer australia., which markets the devices in (B)(4). The MFR did not receive explanted devices, x-rays, or other source documents for review. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is, therefore, not suspected that device failure lead to the alleged event. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).